Manufacturer narrative:
The hospital biomed cleaned the ez change assembly. Customer contact reports there is no patient information available. The hospital biomed cleaned the ez change assembly. Customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.